Event description:
It was reported that the trigger was sticking on the device. The account had no info regarding pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.